Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced high impedance issues and lead migration issues with their leads. Surgical intervention took place where the leads were explanted and replaced with a paddle lead. Therapy restored. Related manufacturer reference number: 3006705815-2023-01601.